Event description:
Customer states they received low sodium results for two pts, results for one pt were discrepant. Customer states she rechecked the results before reporting them and low results were not reported. Customer states, to her knowledge, pts have not been treated based on low results. Initial sodium result was 128 mmol per l, repeat 134 mmol per l and the sample type was serum. Both initial and repeat results were accompanied by data flag notifying the user the result was out of their stated reference range. The account discontinued running ises on this analyzer until the field service. Rep checked the analyzer. The field service rep determined the sodium electrode was near expiration date and the reference electrode was past expiration date. He replaced both electrodes and verified analyzer operation by performing check test, calibration and qc.